Manufacturer narrative:
(B)(4). The customer stated that the issue was resolved by replacing the gas ID. The jack to the jack ID was bent causing the unit to malfunction. The unit was repaired and placed back into service. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, and weight. Patient experienced low oxygen saturation due to this event. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
On (B)(6) 2015 carefusion received a user facility medwatch form in which the customer stated that while on a patient the unit started alarming "invalid gas ID" and then "low vte" it then appeared that the patient's chest rise had diminished greatly as well as a rapidly decreasing sp02 requiring resuscitation and bag ventilation. The ventilator was changed out requiring the patient to undergo 15 minutes of resuscitation bag ventilation. The customer is unaware if there was any patient harm noted in the issue.